Manufacturer narrative:
The company service representative examined, confirmed and replicated the reported event of poor aspiration on the system. The nonconforming fluidics module was replaced to address the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of poor aspiration can be attributed to the nonconforming fluidics module. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, aspiration was low during phacoemulsification. The procedure was completed without patient harm.